Manufacturer narrative:
Date rec'd by MFR: 14nov2019. No engineer visited the customer site. This was a materials only request. The customer ordered a touchscreen to resolve the issue. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
It was reported that the units touchscreen was partially unresponsive. There was no patient involvement.